Event description:
On (B)(6) 2011, pt reported that when she tried to complete the prime procedure, the infusion device displayed stop but the infusion device continued to deliver insulin. Pt reported she could hear the infusion device priming. Infusion device was not dropped or exposed to water or insulin ingress. Correct type of battery was used in the infusion device. After this occurred, pt removed the battery and inserted a new one. F/u was completed with pt on (B)(6) 2011. Pt reported she was able to prime the infusion set correctly during the last cartridge change. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.